Event description:
Imagining table makes an unrequested motion potentially causing pt to collide with the scanning unit. During the set up of a gated vantage study, a pt touched the camera head causing an error. The camera was placed in manual override, pt was moved away from the camera detector and the error was cleared. At that time the table made an unrequested motion up, table was stopped from upward motion by technologist triggering sensor on camera detector. This is an ongoing issue that has been reported to the MFR. Staff has had to develop a work around which varies from MFR guidelines in order to prevent pt injury.